Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an alliance inflation syringe was used during an esophagogastroduodenoscopy (egd) on (B)(6), 2011. According to the complaint, during the procedure, the needle on the gauge would not move as the balloon was being inflated in the esophagus. It was reported that all connections were intact and the same balloon was used to complete the procedure. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: visual examination of the returned device found the syringe to be within specifications. However, the functional test reveled that the needle did not move as pressure was increased. The investigation results are consistent with the event description. The reported defect of gauge incorrect reading was confirmed, as the gauge was broken. The complaint was caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Patient weight is unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an alliance inflation syringe was used during an esophagogastroduodenoscopy (egd) on (B)(6), 2011. According to the complaint, during the procedure, the needle on the gauge would not move as the balloon was being inflated in the esophagus. It was reported that all connections were intact and the same balloon was used to complete the procedure. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.